Event description:
It was reported that during a remote follow up, wide qrs oversensing and functional loss of capture were noted on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the wide qrs oversensing and functional loss of capture event was sensed by the device.